Event description:
It was reported that pre-operatively, while preparing for use, the arm cart assembly got a non recoverable arm error while docking. The error occurred when a nurse was pressing on 2 different buttons and another nurse was also moving another arm cart assembly. The error was recovered by rebooting the arm cart assembly. After calibration a partial alarm appeared that the arm cart assembly was not available. There was a five to ten minute delay due to the issues. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.